Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Review of the device history records did not reveal any manufacturing deviations or anomalies for both product and lot number combinations. The investigation could not verify or identify any product contribution to the reported event. Warsaw considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised to address loosening of the talar, and subsidence of the talus with varus alignment resulting in pain.